Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the pump during the fill tubing step of the load process. Blood glucose level was 37 mg/dl which was addressed consuming carbs. Tandem technical support followed up with customer and bg level arose to 133 mg/dl.